Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. No insertion complaint could be confirmed as only the sensor was returned and not the serter. No blood at the site anomaly could be confirmed as the needle was not returned.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that her sensor is reading that blood glucose is 45 mg/dl. Customer's blood glucose reading was 129 mg/dl. Troubleshooting was done. Nothing further was reported.